Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and the electrocardiogram (ECG) showed elevated/ high thresholds and loss of capture on the right ventricular (rv) lead. It was also noted the rv lead thresholds were fluctuating. The lead was removed and replaced. No further patient complications have been reported as a result of this event.